Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having poor communication with or without the antenna and were unable to adjust stimulation because they were getting ¿almost like an error code.¿ since the patient wasn¿t able to adjust stimulation, they were hospitalized for sciatic pain in their left leg. It was noted that the hospitalization occurred about two and a half weeks prior to the date of this report and it was considered to berelated to the device/therapy. The patient reported that their leg went numb. The patient stated that when the device works, it works, but they had a loss of therapy since they were having difficulties connecting. During the call, the patient confirmed that they were seeing the poor communication icon. Troubleshooting steps were performed but did not resolve the issue. The patient was redirected to the repair department and a replacement programmer was requested. It was further reported on 2019-jul-05 that the patient was having the same issue with the new programmer that they received. It was recommended that the patient use the programmer without the antenna attached and they were able to sync successfully and turn therapy on. The patient confirmed that they could feel stimulation sensation but could not tell yet how well it was helping their pain. A replacement antenna was requested. No further complications were reported or anticipated. Indication for use is spinal pain.